Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction that would cause or contribute to an inappropriate treatment. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 2/22/2018, electrode belt: 10/13/2010.

Event description:
A us distributor contacted zoll to report that a patient received a treatment from the lifevest. The patient reportedly went to the hospital, where a physician reported that he suspected that the patient was inappropriately treated due to atrial fibrillation with a rapid ventricular response. It was also reported that the patient did not remember being treated. It was also reported that the patient's monitor was displaying a download code 203 (sd card fault). Due to the sd card fault, the patient's ECG rhythm at the time of the treatment, and post-shock rhythm are unknown. Reporting this event out of an abundance of caution as the appropriateness of the treatment is unknown, and a medical professional alleged that the treatment was inappropriate.